Manufacturer narrative:
Result: power cord plug missing ground prong and damaged main power cord plug with missing / broken power prong.

Event description:
It was reported by service report that both power cords, main and auxiliary, were damaged with bent / broken prongs. No pt involvement or adverse consequences were reported.